Event description:
Report was received from facility alleging that a fire started while charging the chair. Facility further reported that no injury occurred during this incident but alleges fire started at the charger port.